Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that a folfusor was involved in an elastomeric rupture incident. The balloon burst and leaked into the container which then leaked onto the patient. There is no patient injury, adverse event or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received for evaluation at baxter. A follow-up medwatch report will be submitted if the sample is received for evaluation or if additional information is available.there is not a 510k number for this complaint since the lot number was unknown.